Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose of 197 mg/dl due to a bent infusion cannula. There was no insulin leakage. Patient had difficulty pressing the blue button, but there were no issues with insertion of the infusion set. Patient bolused to decrease blood glucose and then used injection therapy when that did not work. Normal blood glucose is 130-140 mg/dl. Patient found the infusion cannula was bent in half after the headset was removed. Insertion device was used to insert the headset, and blood glucose elevated the same day. Patient only experienced this concern once. Product was replaced. Follow-up was completed on (B)(6) 2011, and patient reported his blood glucose was within normal range. No product was requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.